Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at a routine follow up this electrode had appeared to have dislodged/moved from the original implant location. A possible revisions was planned to replace this electrode. The electrode will be returned. No adverse patient effects were reported.

Event description:
At this time no revision was planned.